Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: based on the case awareness date and the customer's statement that he "just got out of the hospital yesterday", it can be presumed the customer was released from the hospital on (B)(6) 2014. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test with his adc blood glucose meter due to the meter not providing a reading after a blood sample was applied. Customer further reported that on the morning of (B)(6), 2014, he was unable to test his blood glucose and began experiencing symptoms described as "lethargic, shaking, (and) clammy skin". Customer self-presented to a hospital and a reading of 560 mg/dl was obtained. Customer was diagnosed with dehydration and hyperglycemia and was reportedly treated with "2 thousand ml of normal saline and 9 units of regular insulin via injection". Customer further reported that his doctor "changed him to a sliding scale of insulin". There was no report of death or permanent injury associated with this event.